Event description:
It was reported that during a lap assisted colectomy procedure, the tip of the device broke off in the pt. The piece was retrieved through the trocar. Another device was used to complete the procedure. Add'l or time was added. There was no pt consequence.